Event description:
Two certified nursing assistants (cna) put the arjo sling under resident, then attached the sling to the lifter and proceeded to lift resident from bed. One of the cna's pulled the grab handle down to make sure it was on the resident and proceeded to align them with the chair. Cna moved the lifter 3 feet when the sling clip gave way and the resident fell back to the floor, impacting their buttocks and head. Charge nurse was immediately called for assistance, and found resident laying on floor on her back. Resident lost consciousness and suffered a laceration to the rear left side of the head that required staples to close.

Manufacturer narrative:
Additional info will be provided upon the conclusion of the manufacturer's investigation.